Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
After placement of 2 cages, insert reduction screw, placed rod and finalized. After breaking the tabs, checked the tab length and closed. The right lateral tab of s1 interfered with the pelvis and the thread was broken off, leaving a remnant inside the body. Postoperative x-rays confirmed the remains. The right side was deployed again, and the tab was removed using hospital¿s medical pliers to close the wound. There was no adverse patient consequences reported. This event occurred in japan.